Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed a "cassette not properly attached" message. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual testing was performed. Could confirm reported complaint that the device has an error. Probable cause is damage to the downstream occlusion (dso) sensor and seal due to contamination. Replaced dso sensor and seal and device was running normally post repair.